Manufacturer narrative:
Evaluation summary: based on investigation, the root cause of the determined event was attributed to a user related issue. X-rays were provided permitting to confirm the event. They were sent to a medical expert, who stated: "due to the presented data, the breakage and the stripping of the screws were caused by: overloading in a completely unstable fragment constellation resulting in fatigue, a delayed union, a borderline indication for a short omega plate with only 4 plate holes." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
Shaft screw fracture. Revision of stryker omega dhs to modular endoprosthesis.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Shaft screw fracture. Revision of stryker omega dhs to modular endoprosthesis.